Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) addressed multiple issues with drawer 2.1. After logging into station and hardware test application (hta), the position sensor was found faulty and replaced, but the drawer still did not register correctly. The open/close sensor, magnet adjustment, drawer board, and retractor band were subsequently replaced. Once the position sensor worked, the latch lock sensor was also replaced. After these fixes, the drawer passed the hta test, results were saved, and the configuration was updated in station to restore full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 had failed. Customer performed a station reboot followed by recover storage space, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.